Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc leakage at septum during use of the product, there was a blood leak. The affected quantity was 1 unit, the sample cannot be returned, and a photo is available. No green claim is required, a complaint response letter is required, and a complaint acceptance letter is required.

Manufacturer narrative:
1. The customer returned 1 photo, but did not return the defective sample. The photo shows blood oozing from the end of the septum. 2. DHR/bhr review lot#4109461 1-the products of this batch were assembled at intima ii auto line 4 in june 2024, and packaged at r240 package line in june 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-due to similar complaints received from other batches of products, the plant has launched CAPA to investigate the leakage at the septum. 3. The retained sample of this batch is taken for related testing: 800mm simulated clinical leakage test. The test is passed, and no leakage is found at the septum. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photo shows blood oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information provided.